Manufacturer narrative:
Study event. There was no rx accunet malfunction reported. Embolic stroke is a known potential adverse event associated with the use of the device as listed in the rx accunet 3 in 1 instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could contributed to this event.

Event description:
Device malfunction: none. Symptoms / ae: stroke. Time of ae: during the procedure. It was reported that in 2009, the pt was experiencing multiple transient ischemic attacks. Three days later, angiography showed a filling defect consistent with intravascular thrombus. The pt was started on heparin therapy, which was unsuccessful, so five days later, a left internal carotid artery stenting was performed. Reportedly, during insertion of the embolic protection device delivery system, a small portion of intraluminal thrombus broke loose. The pt abruptly developed right hemiparesis, global aphasia and forced gaze deviation to the right, diagnosed as a middle cerebral stroke. The lesion was predilated and an aspiration catheter was passed into the vessel. The rx accunet embolic protection device was removed and a second rx accunet was placed. The pt was started on intra-arterial tissue plasminogen activator (tpa). After several doses of tpa, small distal middle cerebral artery branches which had previously been occluded, began to show visible flow. The pt has shown slight improvement and five days post-procedure, the pt was discharged to a rehabilitation facility. Although requested, there was no add'l info provided.